Event description:
The customer reported approximately one half cup of clear blue fluid leaked at pinch valve pv49 involving the coulter hmx hematology analyzer with autoloader. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted, and there was no patient consequence. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing through pinch valve pv49 was cut. The fse replaced the cut tubing and resolved the fluid leak. The fse noted the fluid was diluent, and the customer cleaned the fluid from the counter with towels. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. (B)(4).